Event description:
Patient undergoing her first bone densitometry. When the study was read and interpreted, the software allowed a comparison to another patient's study. This was discovered when the patient called to report that she had not had a previous study to compare with. The study was re-analyzed and the error found. Dept is currently in the process of re-analyzing all studies performed on this equipment to be sure same or similar error did not occur.